Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 504 mg/dl) and a corrective bolus was delivered. Customer declined tandem technical support's offer to perform a pump system check. Customer and healthcare provider alleged the pump was the cause of the event. No further information was provided. Customer reverted to using manual injections for insulin therapy. Upon follow up, customer reported bg lowered to 200s mg/dl.